Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found the unit having a bad odor when running. The fse checked the unit and found that the smell was coming from the oil in the vacuum pump. Unit was due for pm so fse drained the oil from the pump and flushed it with new oil. The fse drained the oil out of the pump and put new oil in again to flush pump again and the vacuum pump seized up and would not work. The fse replaced the pump and cleaned the components and odor was gone. The fse ran a leakback and an empty chamber test and unit meets specifications. Reference: 2084725-2008-00782.

Event description:
The customer reported that an employee experienced headaches from an odor coming from the unit. The employee only has the symptoms as long as he is in the room. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.